Manufacturer narrative:
Referring to the product inquiry both the lag screwdriver gamma3® (item 1) and the u-blade lag screwdriver gamma3® (item 2) are considered primary products. A review of the device history records for the reported instruments revealed no discrepancies; the devices were documented faultless prior to distribution. No manufacturing or material issues were found. The damage patterns indicate that the instruments were operated in counter-clockwise direction (unscrewing) under high torsional force application whilst the prongs were bent / deformed. Appearance of the tips of the prongs indicates that they were not entirely engaged into the corresponding slots of a lag screw whilst the prongs have been deformed. A check with a sample lag screw guide sleeve revealed that the tips of both drivers do not fit through the sleeve due to considerably bent prongs. If the lag screwdriver would have been used in combination with the corresponding sleeve, it would not have been possible to pull it out of the sleeve any more due to the bent prongs. Thus, it can be concluded that unscrewing (during extraction process) of the lag screw was carried out without using the lag screw guide sleeve, which is not intended according to the operation technique. Operating the lag screwdriver without the lag screw guide sleeve leads to force transmission without stable guidance. In addition it has to be ascertained that the thread of the inner rod of the u-blade lag screwdriver is different from the one of the normal lag screwdriver; thus, exchange of the instruments is not possible and also not intended. The thread starts of the normal lag screw and the u-blade lag screw are different; thus, the inner rod of the u-blade lag screwdriver will not engage the thread of the normal lag screw. The same applies to the combination inner rod of lag screwdriver / u-blade lag screw. In case of intended use such damage would not have occurred. Both the ¿gamma3trochanteric nail 170 & 180 operative technique¿ and the ¿gamma3 long nail r1.5 and r2 operative technique¿ instruct in chapter extraction of the gamma3 implants: ¿remove any bony ingrowth which may be obstructing the outer end or internal thread of the lag screw as necessary to enable the lag screwdriver to engage fully. The k-wire is then introduced via the lag screw into the head of the femur. The lag screwdriver is passed over the k-wire, using the lag screw guide sleeve as a tissue protector, and engaged with the distal end of the lag screw. Check that ingrowth does not obstruct secure engagement of the lag screwdriver, otherwise the lag screw or screwdriver may be damaged and extraction will be much more difficult.¿ in case of intended use such damage would not have occurred. Malfunction is usually found during functional check which is required per the IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied within appropriate time. Pre-supposing that fully function of the lag screwdriver was confirmed by a pre-operative check it can be concluded that the damage presented occurred during intra-operative procedure. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device(s), but is rather considered user related (deviation from surgical technique). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product (item 1). No non-conformity was identified.

Event description:
Implanted the gamma3 about 10 years ago. Unknown date, the patient experienced a secondary fracture at the distal end of the gamma nail. (B)(6) 2017, it was performed revision surgery however, it couldn't remove the lag screw by lag screw due to not rotate by the lag screwdriver. Then the tip of the lag screwdriver got bent. Attempt to rotate the lag screw by the u lag screw driver, but couldn't rotate. So it was decided to stop this procedure due to remove the lag screw in that time. It will treat the secondary fracture by a plate later.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Implanted the gamma3 about 10 years ago. Unknown date, the patient experienced a secondary fracture at the distal end of the gamma nail. On (B)(6) 2017, it was performed revision surgery however, it couldn't remove the lag screw by lag screw due to not rotate by the lag screwdriver. Then the tip of the lag screwdriver got bent. Attempt to rotate the lag screw by the u lag screw driver, but couldn't rotate. So it was decided to stop this procedure due to remove the lag screw in that time. It will treat the secondary fracture by a plate later.